Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer received no delivery alarm on the insulin pump. Customer's blood glucose was 94 mg/dl. The customer had previously run tests and had reportedly tried all infusion sets. Customer had tried different cannula lengths. Insulin was not expired or denatured. Customer stated they had tried all remedies. It was advised to revert to a back-up plan. The customer's latest no delivery may have been due to infusion set occlusion. During troubleshooting, customer disconnected and reconnected reservoir and infusion set. Insulin did not exit from the infusion set tubing when pushed through with a plunger and there was greater than normal resistance. Customer was advised that the device would be replaced and agreed to return the product for analysis.